Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the issue was not reproduced. Addition finding was as follows: there was dust found inside the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the video processor had no image during the intended diagnostic gastroscope procedure. The issue occurred during preparation for use. The intended diagnostic procedure was completed with another similar device. The patient was not under anesthesia and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.